Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to connect the patient line to their transfer set prior to starting the initial drain when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in tubing) /2367 alarm, which occurred on the homechoice (hc) during use, during drain. The home patient (hp) said he pressed go and then connected to the patient line. The baxter technical service representative (tsr) informed them to start over using new supplies and inform the nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.